Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that customer had high blood glucose values. Customer¿s blood glucose value at time of incident was 471 mg/dl and current blood glucose value was 474 mg/dl. Customer treated by bolus and injection. Customer was alleging the pump of under delivering because when they do delivery of insulin blood glucose value was not going down. Insulin pump will not be returned for analysis.